Event description:
This lead was capped due to a suspected insulation breach. Lead was exhibiting oversensing, as well as low impedance. No adverse patient events were reported.

Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.